Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: zimmer biomet tmj system right standard mandibular component, catalog #: 24-6545, lot #: 190800; tmj system left standard mandibular component, catalog #: 24-6546, lot #: 143340; zimmer biomet tmj system right fossa component, small, catalog # : 24-6562, lot #: 284560; unknown screws, catalog#: ni, lot#: n.I the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00312, 0001032347-2019-00313, 0001032347-2019-00315.

Event description:
It was reported that a revision was performed in which the tmj implants were removed and replaced with new implants eleven years postimplantation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Since there was a revision to remove and replace these parts, the complaint is confirmed. There are no indications of manufacturing defects. No product was returned and no functional tests or inspections could be performed. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.